Event description:
The aptient presented with two hernia defects, both to the left of the midline, both supra-umbilical and each approximately 3 to 4 cm. In addition, extensive intra-abdominal adhesions from the omentum to the abdominal wall and from the small bowel to the abdominal wall the liver to the abdominal wall were present. Following removal of the adhesions, a dualmesh plusbiomaterial with holes was implanted to repair the incisional hernia defects. The patient left the operating room in stable condition. Within 1 week to 10 days of the implant procedure, the patient died from delayed perforated bowel.